Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during preparation for use, the device front connector would not allow any pigtail to be connected. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the phenomenon of no image was reproduced but the phenomenon of broken video connectors being unable to be connected was not reproduced. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on april 16, 2018, and the countermeasured products were shipped after june 13, 2018/june 14, 2018. This also confirms that the reported device was manufactured prior to the design change and shipment of countermeasured products. Olympus will continue to monitor field performance for this device.

Event description:
Addendum apr 26, 2022: the intended diagnostic procedure was performed and completed with another device without any delay.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.